Event description:
Two implants placed in 2023. Loss of the one in position 36 due to infection and was removed. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: pre-market identification: k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.